Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that the tornado platinum embolization microcoil dropped from the cannula when they opened the package. The device was intended to be used for an unspecified vessel embolization procedure. The event occurred prior to use. A replacement device was obtained. There are no adverse patient consequences. The device was received by the manufacturer for evaluation.

Manufacturer narrative:
Investigation - evaluation. A review of device history record, manufactures instructions, a visual inspection, and quality control data was conducted during the investigation. A review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident the coil is placed in a shipping cannula and held in place by a holder bracket. In order for the coil to fall from the package , both the shipping cannula and the holder bracket would have to fail. The bracket was not returned and the loose coil, which was visible in customer images, was not found with the returned product. It is feasible that the coil fell from the shipping cannula due to inadequate tightening by manufacturing. It is also feasible that the end user removed the holder bracket prematurely, causing the coil to dislodge. Based on the available information, the root cause is most likely package handling related. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.